Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Product and data logs were not returned for investigation and there are minimal clinical details. The root cause of the optical signal issue was not determined since product and data logs were not returned. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump exhibited placement signal not reliable alarms. No patient harm was reported.